Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 4524 lead, implanted: (B)(6) 1994; 4024 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that following implantation, when the patient returned to the inpatient room, pacing failure was detected. A chest x-ray confirmed lead dislodgement. The left ventricular (lv) lead was repositioned in the great cardiac vein and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.